Event description:
It was reported that the wrong product was in the package. All labels were right, but the implant was wrong.

Manufacturer narrative:
(B) (4). Conclusion: the two affected lots were sealed on the same day. During the labelling process, the manufacturing papers of the two lots were mixed-up due to human error. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.